Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for trochanteric fracture of femur. He connected12mm reamer head to the shaft and inserted them into the medullary cavity to measure the diameter of the medullary cavity. While inserting, the reamer head got stuck inside the medullary cavity. He rotated the entire reamer, then the reamer head was twisted off at the connection part between the reamer head and the shaft. Since a reaming rod was not used in the procedure, the reamer head was left in the bone. The reamer head was successfully removed by making a hole on the distal lateral femur and lifting using a reaming rod from the hole. After that, there was no problem in the procedures, and the surgery was completed successfully within 30 minutes delay. The cause of the event was the technical problem of the surgeon. Possible causes other than the product include no use of a reaming rod. No further information is available. This report is for one (1) synream flexshaft this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4, h4: the lot number and device manufacture date were reported as unknown on the initial report; and have been updated accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 352.040,lot # 9527619,manufacturing site: werk bettlach,release to warehouse date: 19 jun2015.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that the prongs of the synream flexshaft has deformed. The assembly issue is most likely is for the prongs condition.no other problems were observed.a functional test could not be performed due to the device was found deformed.a dimensional inspection was not performed for the synream flexshaft due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synream flexshaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.